Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right atrial (ra) lead had exhibited no capture and undersensing. The right ventricular (rv) lead had exhibited high thresholds, no capture and undersensing. Both the ra and rv leads had dislodged due to twiddling. The left ventricular (lv) lead exhibited high thresholds. The ra and rv leads were revised and remain in use. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.